Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, three minutes into the procedure, an alarm occurred and 7ml loss of fluid was noted. The fluid canister stabilized at 80ml, however, when the alarm sounded, the canister was at 73ml. No leaking was observed and the swab at the back of the sheath was dry, so the procedure resumed. The console unit was restarted and the fluid level went back up to 80ml. Seven minutes into the procedure, another alarm occurred. The procedure was aborted and the unit progressed into cool down phase. When the sheath was removed, a 2cm x 2cm, superficial burn was noted in the "pouch of douglas". The burn was treated with anti-biotics and the patient discharged. A follow up visit is scheduled for 3 months post procedure. Follow up information received on 10 september 2009 revealed that a tenaculum was used, there was no indication of overdilation, and there was nothing unusual about the cervix. Although an attempt was made to obtain additional follow up regarding the burn, there is no further information.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.